Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer stated over the past 3-6 months, they have noticed several incidents of human chorionic gonadotropin (stat) results that were >0.5 miu/ml, but less than 1.0 miu/ml. The results are reported as the raw numbers and interpreted as "intermediate" on their reports. When they recalibrate the assay, the results will repeat as <0.5 miu/ml which is considered to be negative. The specific number of patient samples involved and specific dates of testing were unknown. The patients were not adversely affected. The reagent lot number was 17927702 with an expiration date of 11/30/2015. Then field service representative could not find a cause, but noted channel was out of range. He performed a photomultiplier high voltage check on the measuring cell and ran performance testing. The customer ran calibration and qc with results within range.

Manufacturer narrative:
A specific root cause could not be identified. No issue with the reagent or instrument was identified based on the provided data. All results were at the lower limit of the assay measuring range and were in clinical agreement. It was noted the customer was not following the tube manufacturer's recommendation for centrifugation conditions. This may have affected the sample quality and contributed to the issue.